Event description:
It was reported that during a sleeve gastrectomy procedure on the third firing the clips fed into the jaws and then when they deployed the clips were scissored and would not hold on tissue. On one of the firings to follow the clip stuck into the jaws and the device jammed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with two malformed clips jammed in the jaws. The malformed clips were manually removed from jaws. In an attempt to replicate the reported incident the device was tested for functionality. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. One possible cause for the jammed clips might be that during the device firing one of the jaw legs was held open, most like with tissue, and the formed clip got trapped, then the next clip be fed got caught on the proximal end of the formed clip. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 3rd firing. What vessel or structure was the device fired on at the time of the event? Stomach. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.